Event description:
According to the following physician form, the graft implanted in this patient was explanted for an unknown reason on an unknown date.

Manufacturer narrative:
The explanted graft was not returned for analysis. If it is returned or additional information become available this report will be updated.